Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient presented dislocated. The surgeon decided to go in and put in a longer proximal body and covert to a bipolar.